Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has red status indicator light and chirping , indicating the unit has detected a fault.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed on the (B)(6) 2015 and performed to specification up to the (B)(6) 2016. The device failed several self-tests between the (B)(6) 2016 due to a low battery. An increase in voltage occurred with the device passing a self-test on the (B)(6) 2016. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted and the device was manually power cycled. The device powered off with a warning device service required prompt issued and a flashing red status led. This confirms the reported fault. A test pad-pak was inserted into the device and the device passed a self-test. A test shock was delivered without fault and an acceptable measurement was recorded. The device was disassembled for investigation. No visual abnormalities were found upon inspection of the printed circuit board. Uncharacteristic measurements were taken on a component of the on/off circuitry. The component was replaced during testing with normal measurements then taken. The component failure resulted in premature depletion of the pad-pak.